Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the customer was hospitalized on (B)(6) 2018 with acute hypoglycemia. The patient's blood glucose at the time of admission was in the 100 mg/dl range. The physician wanted to know if the insulin pump could be tested for a possible malfunction and if there was a recall on the device. The physician was advised that the insulin pump did not have a recall on it. Troubleshooting did not occur. The insulin pump was not returned for analysis.